Event description:
It was reported that the patient presented in-clinic with a sensing anomaly on the right atrial lead. Noise from an unspecified source was being oversensed; an insulation anomaly was suspected. The doctor elected to cap and replace the lead. The operation went well and the patient was in stable condition before, during and after the procedure.